Manufacturer narrative:
The insulin pump passed all functional testing, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump passed the displacement accuracy test. However, pump received with intermittent up button response due to moisture damage keypad trace. No button error alarm during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 585mg/dl and the pump alarmed button error and a no delivery alarm. Customer indicated that the alarms did not clear. Customer was treated with saline and an IV drip. Customer indicated that their doctor has been contacted and their blood glucose value was 363 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.